Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Complete entry section a1 - patient identifier = (B)(6). Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I result generated for a 50-year-old female patient sample. The following data was provided (customer¿s reference range 0-15.9 pg/ml): sample ID (B)(6) initial result = 23.5 pg/ml, repeat result = 2.3 pg/ml no impact to patient management was reported.